Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with non-boston scientific lead displayed a latitude red alert due to a high shock impedance measurement. The patient with this device will be monitored and the issue will be further investigated in the future. No adverse patient effects were reported.